Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 325 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. During the high pressure test, the insulin pump alarmed, and needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test and motor error alarmed during occlusion test due to faulty force sensor. Missing end cap sticker noted. Unable to perform excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test. No motor alarms noted. Motor passed motor test.